Event description:
Additional info received 4/22/99: the implantable cardioverter defibrillator(ICD) has been returned to co. Co's laboratory testing consists of a series of tests carried out in accordance with documented procedures. Initial testing confirmed that the device could be interrogated, though the programmer displayed an error message. Additional testing noted electrical overstress damage to the high-power hybrid had occurred. Other components also showed electrical overstress damage. It was concluded that the battery depletion and loss of telemetry were secondary effects of overstress failure in the high voltage hybrid.